Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up. There was no report of pt involvement. The unit was evaluated at philips and the failure was further identified as failed display and failure to turn off. Both the processor pca and the display were replaced for this failure. Due to multiple parts being replaced, we cannot determine the cause of this reported failure. The unit passed all post servicing testing and was shipped back to the customer site.

Event description:
The customer reported that the unit failed to power up.